Event description:
It was reported that at the implant procedure, the left ventricular lead exhibited loss of capture. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.